Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The diabetes educator reported via phone call that the customer's screen was cracked and the dome label was brown. Customer's mother stated that the pump was still working properly and there was a crack and discoloration on the screen. Caller stated that the damage was caused by normal wear and tear. The customer had a hard time reading the screen, but the pump is functioning properly. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.